Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional hcp) via manufacturer representative (rep) regarding an ortho total knee it was reported from the start of the case, the surgeon asked for a ps poly trial and the only trials brought in by mts staff were cr trials. The wrong product was shipped to the hospital. Patient was under anesthesia and prepped; however, the case was aborted. There was no injury to the patient reported. Additional information from the hcp reported he thought it was due to poor soft tissue (collateral ligaments) leading to the implant 'jumping the post'. I believe that hcp's intention was to remove the implant poly insert and replace it with a thicker one. Additional information reported the patient required a revision due to the patients ligaments loosened up over time. The surgeon ended up putting in a 14mm poly (originally a 12mm was in) which tightened up some movement in the knee during range of motion and the extension and flexion gaps. It was noted the implant date was (B)(6) 2018. It was noted the revision had been scheduled for (B)(6) 2019.